Event description:
Pt was revised to address loosening of the femoral and tibial components.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 1 -2 yrs ago. Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about reported device loosening based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be reopened.